Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose values were in the range of 300mg/dl, 400mg/dl, 200mg/dl. Customer¿s current blood glucose value was 373mg/dl and 407mg/dl at the time of incident. Customer had symptoms like blurry vision and irritability. Customer treated with the pump. Customer did not allege the pump was under delivering. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. No displacement anomalies noted. The unit auto suspend feature was set to 1 hour. The auto suspend function worked properly. Insulin pump history shows that on (B)(4), 2018 16:40:20.000 the battery was removed and insulin pump delivery was stop. At (B)(4), 2018 16:41:33.000 the battery was installed and the insulin delivery restarted. Unit was monitored and no unexpected auto suspend anomalies were noted. The motor was tested outside the device and passed. Unit was received with minor scratched display window, case and keypad overlay.